Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not specified if the patient was hospitalized for the event. The same day as event onset, the patient was treated with invanz (1 gram, once a day for six days) for peritonitis. Six days after event onset, the patient was treated with vancomycin (1 g three per week, for 4 days), meropenem (1g per day, for 4 days) and candcidas (50 mg per day, for 4 days) for peritonitis. It was reported the patient did not conduct the treatment, "consequently". The patient was receiving hemodialysis therapy (three times a week, initiated 18 days prior to event onset). The same day as event onset, the pd catheter was removed and peritoneal lavage was performed. On an unreported date, the patient experienced sepsis. Treatment for the sepsis was not reported. Eleven days after event onset, the patient passed away. The cause of death was reported as due to a sepsis resulting from peritonitis. It was reported an autopsy was not performed. No additional information is available.